Manufacturer narrative:
This is our final report on this incident

Event description:
The customer reported false negative reactions of three patient samples when tested with seraclone anti-d blend. The customer was not able to state the date of event. He was only able to narrow it down to "over a four week period starting with (B)(6) 2016". Because the customer was not able to provide a date of event, we decided against sending three identical individual reports, each with "date of event unknown" but to send only one report for these three events. The customer did return the supposedly defective product and also one patient sample that had caused a false negative test result. Our quality control laboratory tested the patient sample with the supposedly defective product in the tube method immediate spin and could confirm the customer's negative result. According to the recommendation of the instruction for use the patient sample was also tested with the returned seraclone anti-d blend sample in the indirect antiglobulin test and yielded a correct positive result. The patient sample was sent for molecular rh(d) typing to an external laboratory. The result of the external laboratory is: weak d type 2. The instruction for use includes a reference to that effect: "if the immediate spin reaction with seraclone anti-d blend is negative, a test for weak d or partial d may be performed". The indirect antiglobulin test is a well suited method for weak d or partial d testing. And in this method the patient sample yielded the correct result with the supposedly defective product. The returned seraclone anti-d blend sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative or false positive reactions. Furthermore the allegedly defective sample was tested for potency. The acceptance criterion for minimum titer was met. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false negative reactions of three patient samples when tested with seraclone anti-d blend. The customer was not able to state the date of event for these false test results. He was only able to narrow it down to "over a four week period starting with (B)(6) 2016". The customer did return the supposedly defective product and also one patient sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing.